Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast reconstruction with mentor smooth round moderate profile 425cc saline prostheses. On (B)(6) 2017 right sided capsular contracture (baker¿s grade unknown) was observed. On (B)(6) 2018 left sided deflation was observed. As a result, replacement with saline prostheses was performed on (B)(6) 2018. The patient is fully recovered with no residual effects. (See 1645337-2018-05709 for contralateral prosthesis report).